Event description:
It was reported that a motor stall was confirmed by event logs, and no motor stall recovery was recorded. The healthcare provider (hcp) stated to the reporter that the pump had multiple motor stalls and recoveries. The motor stall started (B)(6) 2014; the last stall was (B)(6) 2014 at 09:41, and there was no recovery. It was noted there was no electromagnetic interference (emi) or magnetic interaction. The pump was being used to deliver baclofen it was later reported that the pump was replaced the previous night. The pump was being used to deliver compounded baclofen. Additional information received again reported the pump had multiple events of unexplained motor stalls. It was noted there was no patient injury. The pump was being used to deliver lioresal.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Since explant, no additional stalls were indicated in pump logs. No root cause for the stalls and recoveries could be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient experienced loss of efficacy. The previously reported motor stall from (B)(6) 2014 was not recovered as of(B)(6) 2014; it was unknown how long the pump was stalled, if there was a tube set message after the stall, or what the cause of the motor stall was. It was again noted that device was being used to infuse compounded baclofen. As of (B)(6) 2014, the patient¿s status was recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.